Event description:
A healthcare professional (hcp) reported that the drill's motor was getting hot. Event found pre-op. There was no patient involvement.

Manufacturer narrative:
Product analysis: unable to perform pre-repair temperature test as nose cone bearings were corroded and the bur was not seating inside the nose cone. Visual inspection found the handpiece cosmetically ok. Bur broken inside the nose cone assembly. Hi-pot test pass. Nose section and mid-section assembly was corroded and needed to be replaced. If information is provided in the future, a supplemental report will be issued.